Manufacturer narrative:
Device analysis: one smiths medical cadd duodopa pump was returned for analysis. During analysis, the reported customer's problem was unable to be confirmed. The pump did not display any errors during power up and there were no error reports or unusual messages found recorded in the event history log. The pump passed all tests and was found to be operating properly. Based on the evidence, the complaint was not confirmed, and no fault was found.

Manufacturer narrative:
Foreign source: (B)(6).

Event description:
Information was received indicating that a nurse working with this cadd duodopa pump wanted to know how to check the the netered values in the pump. The nurse checked the rate and found that during the day the continuous rate was adjusted from 3.7 ml/h to 4.2 ml/h. The night rate was adjusted from 2.3 ml/h to 3.7 ml/h. The reporter did not disclose why and when the rate were adjusted. No adverse effects reported.